Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured. If the pod coil is manipulated at an extreme angle during use, damage such as a kink and subsequent fracture on the pusher assembly may occur. This damage likely contributed to the embolization coil detachment during the procedure. Further evaluation of the device revealed kinks on the pusher assembly and offset coil winds near the distal end of the embolization coil. The offset coil winds likely occurred due to the manipulation of the embolization coil during the procedure. The kinks on the pusher assembly were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted one pod coil. After advancing the next pod coil into the target location, the physician advanced and retracted the pod coil multiple times and reported that it was not taking the desired shape. Upon retraction, the pod coil unintentionally detached when it was partially in the vessel and partially inside the lantern. Therefore, the lantern and the detached pod coil were removed from the patient together, and the coil was flushed out on the back table. The procedure was completed using another pod coil of the same size, four pod packing coils (pod pcs), and the same lantern. There was no report of an adverse effect to the patient.